Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) indicated recommended replacement time (rrt) early and an alert was triggered. The device remains in use. No patient complications have been reported as a result of this event.